Event description:
Healthcare professional reported right side deformation, folded, pain and capsular contracture baker grade iii. Device has been explanted.

Manufacturer narrative:
Lab analysis summary: analysis of the returned device identified: underweight, crease fold, yellow particles in the shell, and opening on posterior. A visual and microscopic analysis was performed which identified crease sharp opening on posterior and wear abrasion. Wrinkles (creases) are observed but have no relationship with manufacturing. Base on the device analysis the final assessment is: a crease sharp opening on posterior assessed as fold flaw opening.

Event description:
Healthcare professional reported right side deformation, folded, pain and capsular contracture baker grade iii. Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deformation, fold, pain, and capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side deformation, folded, pain and capsular contracture baker grade iii. Device has been explanted.